Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to emergency room and was hospitalized for hypoglycemia on (B)(6) 2018 at 5:30 pm. It was reported that the customer was found at his home unresponsive with low blood glucose levels of 2.9 mmol/l at 5pm. It was reported that the customer was attached to the insulin pump. It was reported that the customer was treated at the emergency room . It was reported that according to the insulin pump history the customer had taken three boluses totaling 39.05 units on (B)(6) 2018. It was reported that the customer was given a glucagon injection and glucose via intravenous drip by the emergency medical staff. It was reported that the customer was an alcoholic and he was given a large amount of sedation due to agitation . It was reported that according to the tests , the customer had had a blood alcohol of 22. Troubleshooting was performed but was not completed during the call. The customer does not alleged that the insulin pump was overdelivering insulin. Product is not expected to return.